Manufacturer narrative:
Concomitant product: 429888 lead, implanted: (B)(6) 2015; blm200820h ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high pacing impedance. Lead therapies had previously been programmed off and the lead remains in use. No patient complications have been reported as a result of this event.